Event description:
It was reported that patient underwent total bi-polar arthroplasty procedure 2008. During the procedure, when the surgeon attempted to assemble the polyethylene liner and the metal cup, the liner locked up and was unable to be assembled. Surgeon used different bi-polar component to complete the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. This report file september 29, 2008